Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: date and name of initial surgical procedure? - no information. The diagnosis and indication for the initial surgical procedure? - no information. What were current symptoms following the index surgical procedure? Onset date? - no information. Other relevant patient history/concomitant medications - no information. Product code and lot number? - phy1015v and lot number is jm8djbd0. What is physician¿s opinion as to the etiology of or contributing factors to this event? - no information. Was the hernia repair associated with this event performed on primary or recurrent hernia? - primary. What was the defect size/type/location of the hernia associated with this event? - the hernia size was 3cm by 4cm. Mesh size and overlap? - dr. Used phy1015v after trimming. The margin from hernia the margin of mesh overlapping the hernia was over 3cm. The mesh was fixed by suturing for 4 points and by securestrap. Was the procedure associated with this event open or laparoscopic? If applicable in what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra abdominal) - no information. If applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? - no information. If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants) - the mesh was fixed by suturing for 4 points and by securestrap. Double crown. How much time from initial hernia repair to hernia recurrence? - about 8 months. Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? - hernia repair procedure was performed in (B)(6)2016. After 8 months, the hernia site was swelled up. CT scan was performed but dr. Didn¿t identified where swelling up. But dr thought the site of swelling up was same area of the original hernia site. How was the recurrence diagnosed? - CT scan. Please provide the date of reoperation and results, if available. 0, (B)(6)2017. What is the reason for the second procedure? - hernia recurrence. Are there any photos available? - no. What is the patient¿s current status? - the patient will come into the hospital one day before the reoperation

Event description:
It was reported that the patient underwent an umbilical hernia repair on (B)(6)2016 and the mesh was implanted. After eight months, the hernia site was swelled up and CT scan was performed. It was also reported that the doctor could not identify where swelling occurred and opined that the site of swelling was same area as the original hernia site. The patient experienced hernia recurrence and the re-operation will be performed on (B)(6)2017.

Manufacturer narrative:
Date sent to the FDA: 07/12/2017. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.